Manufacturer narrative:
Potential lot#'s reported: ur18h05051, ur18e14026, ur17k09026, and ur18a15055. A batch review was conducted on all four potential lots reported and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors would not flow. The event was further specified the central lines appeared blocked during patient infusion when the device was present. There was no report of patient injury or medical intervention associated with this event. No additional information is available.